Event description:
Complainant alleged that during biomed testing, the device powered on without display and the device will not power off. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.